Event description:
Consumer called to report treatment in the ER afte getting high results and giving herself more insulin that was needed.

Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.